Manufacturer narrative:
It was reported that the blue towels look like they have dirt or dust in them. Not used on patient. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
The blue towels look like they have dirt or dust in them.